Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the interface engineers had discovered extreme latency in the communications between trinity database (db) servers and the es and interface servers. A technical support specialist had contacted the customer, had reviewed that multiple cases had been opened for the same slow order processing issue, had communicated that the interface engineers had found extreme latency between trinity database (db) servers and the es and interface servers, had worked behind the scenes to involve trinity information technology (it), had confirmed with the customer that the issue had been handled by their interface team in a broader scope, had received permission to close the case, and had closed the case. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had all stations were down and medication orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.